Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 68 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad trace. No frozen screen noted. The device was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.